Manufacturer narrative:
A maquet filed service technician inspected the device. He found no issues with the rubber cap and returned the unit to service. Maquet determined that the most likely cause for the reported event is the cap not being correctly clipped during the installation activities.

Event description:
The customer called maquet after a surgical procedure, reporting that a rubber cap fell off of the monitor arm while the medical staff adjusted the vertical position of the arm. No injuries occurred. (B)(4).